Manufacturer narrative:
The insulin pump was received with totally broken off reservoir tube lip and missing reservoir tube lip o-ring. The analysis team was unable to perform displacement test due to physical damage. The pump was received with cracked case at the battery tube threads. The pump also had a minor scratched display window and case.

Event description:
It was reported that insulin pump had cracked on reservoir compartment. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.